Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot # 3000285720 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 malfunctioned and stopped working (no energy was getting to the hemopro). A new vh-4000 vasoview hemopro 2 was opened to complete the case with no further issue. No procedural delay. No patient harm.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.